Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the servers were down. A technical support specialist (tss) dialed into the application server and was unable to connect to the database via ssms (sql server management studio). Further investigation revealed that the database server was offline on rss. The customer was contacted and advised engaging hit to bring the database server back online. Hit reported being able to ping the host but not access the production servers due to lack of vm access. An sme assisted by providing the required credentials to hit, after which the database server was successfully brought back up. Connectivity was then validated from the application server, and message flow was confirmed to be functioning normally. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all production medication server were offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.